Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose value.